Manufacturer narrative:
(UDI) is unknown; no additional information was provided. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A sample was received for evaluation. Visual inspection and functional test(s) were performed. The top case, bottom case, right and left plunger case, and l-bracket compartment were cracked and there was visible contamination. Event history log (ehl) showed: check syringe plunger sensor. Syringe test and biomed diagnostics monitor syringe plunger sensor (digital sensor true/false) were performed. The reported problem was duplicated during self test; the plunger head flippers sticks when flippers are actuated. The root cause of the issue was deemed to be fluid ingression into the plunger head as a result of customer's improper use of the pump. Action(s) taken to mitigate the reported issue(s): replaced right and left plunger case, performed calibration on the pump and passed all the functional tests.

Event description:
It was reported that the pump showed check syringe plunger sensor. No patient injury was reported.